Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope displayed scope error e217. The event occurred during inspection for use. There were no reports of patient harm.

Event description:
The customer reported that the image was also not showing on the screen

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field; b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e227(scope communication error) occurred. A definitive root cause could not be identified. Based on the results of the investigation, the image was not displayed and error code e217 scope communication error occurred due to damage on the circuit board unit. Additionally, error code e227 (scope communication error) occurred due to corrosion on the terminal of the electrical connector should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.